Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cerebrovascular accident (cva). It was reported that a few days after the completion of the procedure the biosense webster inc. (Bwi) representative was notified of the patient having a possible stroke. The bwi representative stated this was determined by the physician after a neural deficit not present before the procedure was noted. A computed tomography (CT) scan was completed but results were negative for any thrombosis. The reporter stated the patient is in a stable condition.